Manufacturer narrative:
Device returned date: the device returned date was documented as (B)(6) 2015 in the initial report. The device returned date has been updated as (B)(6) 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose and damage on location of the muffler. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly and manufacture. This issue has been escalated to CAPA. It was further determined that the swivel had its teflon tape protruding due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had an air leak in the hose. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.